Event description:
Patient having scheduled colon surgery; when the reload was put into the stapler and inserted into the abdomen, nurse noticed that stapler reload didn't look right prior to using it. Stapler was removed from abdomen and new reload used. During inspection of bad reload, the metal separated from plastic. Rep from ethicon made aware and left reload for clinical team coordinator for follow up. New products used. There was no harm to the patient.